Event description:
The procedure being performed was a fistulagram. During removal of the introducer a suture was used to close the wound as the doctor pulled out the introducer. During removal, the distal 1 1/2 inches of the introducer tube was severed.

Manufacturer narrative:
The product in question was inspected. The introducer tube was severed approximately 4.5cm from the hub. It appeared as if the tube was penetrated by a sharp object and became stuck while in the patient. At that point, the introducer continued to be pulled and the tube was severed. The instructions for use explicitly indicate that if resistance is met when advancing or withdrawing the introducer, determine the cause and correct before continuing with the procedure. Therefore, it has been concluded that the introducer was penetrated by a sharp object, became stuck and excessive force was used to remove the introducer causing the tube to be severed.